Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the quick bolus button, sometimes will skip units when the customer is attempting request a quick bolus. It was confirmed that the customer never unintentionally delivered more insulin because of this issue and the customer's blood glucose level was not impacted. The quick bolus button was confirmed to be working properly at the time of the call with tandem technical support. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.